Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery, after a diagnostic procedure. Reportedly, a suture break occurred. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.